Event description:
Customer reported to beckman coulter, inc (bec) that there was a fluid leak under the blood sampling valve of the coulter lh 780 hematology analyzer. Customer reported that they were running sample in the manual mode and noted the leak. Customer reported that the volume of the leak was about 5 ml and fluid did leak onto the counter top. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found broken tubing from the rinse block to the probe waste cup. The fse replaced the tubing and verified the instruments operation.

Manufacturer narrative:
(B)(4).